Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, fatigue and tricuspid regurgitation. The right ventricular (rv) lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.